Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluation: the lens was returned dry, in a micro-centrifuge vial. Visual inspection found no visible damage to the lens and residue on the lens. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens, -13.0/+1.5/090 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2018. At 3 hours post-op, the vault was excessive, so the surgeon explanted the lens and exchanged for a shorter lens. The lens exchange resolved the problem.